Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure location of device: uterus'), dysmenorrhoea ('dysmennorhea (cramping)'), genital hemorrhage ('abnormal bleeding(general)'), breast cancer female ('tumor / teratoma / cancer type: breast'), malignant melanoma ('tumor / teratoma / cancer type: melanoma') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Insertion details :- right side there as 1-2 coils visible and on the left side there are 3-5 coils visible. Concurrent conditions included basal cell carcinoma and lymphedema. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as drospirenone;ethinylestradiol betadex clathrate (yaz), lisinopril since 2005 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), genital hemorrhage (seriousness criterion medically significant), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: dermatitis"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), urinary tract infection ("infection bladder/urinary tract/vaginal)-uti,"), erythema ("rashes or skin conditions type: erythema"), diverticulitis (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), abdominal pain lower ("lower abdominal pain") and infection ("infection") and was found to have neoplasm ("tumors"), breast cancer female (seriousness criterion medically significant) and malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, dyspareunia, metrorrhagia, allergy to metals, cystitis, bladder disorder, migraine, nausea, neoplasm, urinary tract disorder, dermatitis allergic, pruritus allergic, urinary tract infection, erythema, breast cancer female, malignant melanoma and diverticulitis outcome was unknown and the dysmenorrhoea, headache, fatigue, genital hemorrhage, vaginal hemorrhage, menorrhagia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, breast cancer female, cystitis, dermatitis allergic, diverticulitis, dysmenorrhoea, dyspareunia, erythema, fatigue, genital hemorrhage, headache, infection, malignant melanoma, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, pruritus allergic, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors. Right side there "'as probably 1-2 coils visible and on the left side there are 3-5 coils visible. Essure placement was difficult but successful due to tubal spasms and very thick endometrium. Injury type- removal. More than one essure related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure location of device: uterus'), device breakage ('right side this was removed in two portions'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('abnormal bleeding(general)'), breast cancer female ('tumor / teratoma / cancer type: breast'), malignant melanoma ('tumor / teratoma / cancer type: melanoma') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida I and parity 1. Insertion details: right side there as 1-2 coils visible and on the left side there are 3-5 coils visible. Concurrent conditions included basal cell carcinoma and lymphedema. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as drospirenone; ethinylestradiol betadex clathrate (yaz), lisinopril since 2005 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("abnormal bleeding( menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: dermatitis"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), urinary tract infection ("infection bladder/urinary tract/vaginal)-uti,"), erythema ("rashes or skin conditions type: erythema"), diverticulitis (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), abdominal pain lower ("lower abdominal pain") and infection ("infection") and was found to have neoplasm ("tumors"), breast cancer female (seriousness criterion medically significant) and malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device breakage, dyspareunia, intermenstrual bleeding, allergy to metals, cystitis, bladder disorder, migraine, nausea, neoplasm, urinary tract disorder, dermatitis allergic, pruritus allergic, urinary tract infection, erythema, breast cancer female, malignant melanoma and diverticulitis outcome was unknown and the dysmenorrhoea, headache, fatigue, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, breast cancer female, cystitis, dermatitis allergic, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, infection, intermenstrual bleeding, malignant melanoma, migraine, nausea, neoplasm, pelvic pain, pruritus allergic, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors. Right side there "'as probably 1-2 coils visible and on the leftside there are 3-5 coils visible. Essure placement was difficult but successful due to tubal spasms and very thick endometrium. Injury type- removal. More than one essure related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Event added: the right side this was removed in two portions. Reporter and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure location of device: uterus'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('abnormal bleeding(general)'), breast cancer ('tumor / teratoma / cancer type: breast'), malignant melanoma ('tumor / teratoma / cancer type: melanoma') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Insertion details :- right side there as 1-2 coils visible and on the left side there are 3-5 coils visible. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as drospirenone;ethinylestradiol betadex clathrate (yaz), lisinopril since 2005 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), dermatitis ("allergic or hypersensitivity reaction type: dermatitis"), pruritus ("allergic or hypersensitivity reaction type: itchy skin"), urinary tract infection ("infection bladder/urinary tract/vaginal)-uti,"), erythema ("rashes or skin conditions type: erythema"), diverticulitis (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs") and abdominal pain lower ("lower abdominal pain") and was found to have neoplasm ("tumors"), breast cancer (seriousness criterion medically significant) and malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, dyspareunia, metrorrhagia, allergy to metals, cystitis, bladder disorder, migraine, nausea, neoplasm, urinary tract disorder, dermatitis, pruritus, urinary tract infection, erythema, breast cancer, malignant melanoma and diverticulitis outcome was unknown and the dysmenorrhoea, headache, fatigue, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, breast cancer, cystitis, dermatitis, diverticulitis, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, malignant melanoma, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, pruritus, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors right side there "'as probably 1-2 coils visible and on the leftside there are 3-5 coils visible . Essure placement was difficult but successful due to tubal spasms and very thick endometrium diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs received reporter information was added. New event added uterine perforation/partial expulsion of device, genital bleeding, vaginal bleeding, menorrhagia, dermatitis, itchy skin, uti, erythema, breast cancer nos, melanoma, diverticulitis, pelvic pain female, lower abdominal pain, complication of device insertion. Severity added lower abdominal pain and event outcome added. Concomitant drugs, medical history and lab test updated was added. Rash event was deleted and skin disorder event updated to rashes or skin conditions type: erythema. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure location of device: uterus'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('abnormal bleeding(general)'), breast cancer female ('tumor / teratoma / cancer type: breast'), malignant melanoma ('tumor / teratoma / cancer type: melanoma') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. Insertion details :- right side there as 1-2 coils visible and on the left side there are 3-5 coils visible. Concurrent conditions included basal cell carcinoma and lymphedema. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as drospirenone;ethinylestradiol betadex clathrate (yaz), lisinopril since 2005 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding( menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: dermatitis"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), urinary tract infection ("infection bladder/urinary tract/vaginal)-uti,"), erythema ("rashes or skin conditions type: erythema"), diverticulitis (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), abdominal pain lower ("lower abdominal pain") and infection ("infection") and was found to have neoplasm ("tumors"), breast cancer female (seriousness criterion medically significant) and malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, dyspareunia, metrorrhagia, allergy to metals, cystitis, bladder disorder, migraine, nausea, neoplasm, urinary tract disorder, dermatitis allergic, pruritus allergic, urinary tract infection, erythema, breast cancer female, malignant melanoma and diverticulitis outcome was unknown and the dysmenorrhoea, headache, fatigue, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, breast cancer female, cystitis, dermatitis allergic, diverticulitis, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, infection, malignant melanoma, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, pruritus allergic, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors right side there "'as probably 1-2 coils visible and on the leftside there are 3-5 coils visible . Essure placement was difficult but successful due to tubal spasms and very thick endometrium. Injury type- removal more than one essure related surgery- no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received. New event infection was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure location of device: uterus'), device breakage ('right side this was removed in two portions'), dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('abnormal bleeding(general)'), breast cancer female ('tumor / teratoma / cancer type: breast'), malignant melanoma ('tumor / teratoma / cancer type: melanoma') and diverticulitis ('gastrointestinal or digestive system condition type: diverticulitis') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, gravida I and parity 1. Insertion details :- right side there as 1-2 coils visible and on the left side there are 3-5 coils visible. Concurrent conditions included basal cell carcinoma and lymphedema. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for pain as well as drospirenone;ethinylestradiol betadex clathrate (yaz), lisinopril since 2005 and sertraline hydrochloride (zoloft) since 2005. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("abnormal bleeding( menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: dermatitis"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"), urinary tract infection ("infection bladder/urinary tract/vaginal)-uti,"), erythema ("rashes or skin conditions type: erythema"), diverticulitis (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), abdominal pain lower ("lower abdominal pain") and infection ("infection") and was found to have neoplasm ("tumors"), breast cancer female (seriousness criterion medically significant) and malignant melanoma (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device breakage, dyspareunia, intermenstrual bleeding, allergy to metals, cystitis, bladder disorder, migraine, nausea, neoplasm, urinary tract disorder, dermatitis allergic, pruritus allergic, urinary tract infection, erythema, breast cancer female, malignant melanoma and diverticulitis outcome was unknown and the dysmenorrhoea, headache, fatigue, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, breast cancer female, cystitis, dermatitis allergic, device breakage, diverticulitis, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, infection, intermenstrual bleeding, malignant melanoma, migraine, nausea, neoplasm, pelvic pain, pruritus allergic, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for dysmennorhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors right side there "'as probably 1-2 coils visible and on the leftside there are 3-5 coils visible . Essure placement was difficult but successful due to tubal spasms and very thick endometrium. Injury type- removal more than one essure related surgery- no . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and urinary tract disorder ("urinary probs") and was found to have neoplasm ("tumors"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, rash, skin disorder, cystitis, bladder disorder, migraine, headache, nausea, fatigue, neoplasm and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, metrorrhagia, migraine, nausea, neoplasm, rash, skin disorder and urinary tract disorder to be related to essure. The reporter commented: received treatment for dysmenorrhea, dyspareunia, metorhagia, nickel allergy, bladder infect., bladder probs., urinary probs, migraine, headaches, nausea, fatigue, tumors. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury " replaced with "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), metorhagia (bleeding b/w periods), nickel allergy, rash, skin condition , bladder infect., bladder probs., urinary probs., migraine, headaches, nausea, fatigue, tumors", lab data , reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.